Manufacturer narrative:
Corrected data: h3: it was initially reported that the bur was discarded, it was subsequently reported that the bur was discarded after it was evaluated. Additional narrative: h6: investigation results indicate that damaged bearing with the associated attachment (5407120970c sn unknown) contributed to this event. The quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the bur and the attachment were contacted and a spark was observed. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded.

Event description:
It was reported that during a surgical procedure, the bur and the attachment were contacted and a spark was observed. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.